Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Access site adverse event: the cause of the access site adverse event could not be determined as limited clinical details were provided. Mechanical interaction with tissue: the cause of the mechanical interaction with tissue could not be determined as limited clinical details were provided. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported a patient placed on impella cp for mechanical circulatory support during high risk percutaneous coronary intervention (hrpci). Upon removal of the impella cp, the physician pulled the 14 french impella sheath out of the body without wire access. Manual pressure was applied and percloses tightened, but there was still significant bleeding. Contralateral access was obtained, balloon inserted up and over, and brought to the operating room for surgical repair of the common femoral artery. The pump was explanted in the procedural area and discarded. The procedure was success and the patient was stable and survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.